Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 80 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake, ems/ambulance/ER visit and experienced symptoms nausea and dizziness. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-243a, mmt-332a. Troubleshooting was performed for low blood glucose event and the customer was not using the auto mode/smartguard feature at the time of the event. Low bgs/over delivery customer reported low blood glucose (bgs). Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer does not believe the pump is over delivering. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884. No product return is required for mmt-243a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer takes ozempic. Time on the pump was slower by one hour. Helpline changed the time from 4:12pm to 3:12pm. Fill cannula was at 2.6u. Helpline corrected it to 0.6u. Most recent set change was on december 24, 2024. Customer also said he was losing weight due to being on ozempic and was not eating as much as before. Troubleshooting was done. Customer will likely continue to use the pump. Pump is not returning for analysis.